Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on 02/26/2026 that the patient experienced a skin reaction with inflammation, swelling and an infection at the needle puncture site on 02/23/2026. The wearable was inserted into the arm on (B)(6)2026. The patient removed her cgm due to increasing pain and swelling at the insertion site. The symptoms discomfort began 2¿3 days after insertion, and upon removal, she noticed what appeared to be an infection. On (B)(6) 2026, the patient consulted with an hcp and reported that the site was swollen and painful. The doctor performed a wound culture and later informed her that it was a staph infection. She was prescribed the oral antibiotic bactrim (dosage unspecified), to be taken twice daily for 7 days. She was also advised to take tylenol as needed (dosage unspecified) and to apply hot compresses. The patient reported performing the hot compresses only during the first five days. The patient also reported that the doctor made a small opening (incision) in the affected area to allow her to express a ¿milky-looking¿ discharge. She described the procedure as extremely painful, rating the pain 9/10. She stated that the infection has since decreased in size and that she is feeling better, although she continues to notice a hard knot at the site. She plans to continue applying hot compresses. At the time of the report, the patient¿s condition is fine. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.